Event description:
A customer reported the system is shutting down by itself during a procedure. The system was re-booted and surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).